Manufacturer narrative:
The device is currently at the subsidiary medical electronics center for servicing. They will perform the first inspection to determine further actions.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist was concerned with the wrong values of potassium and ph. The device was not changed out, as the perfusionist used laboratory readings to verify the values. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Per the clinical review: the ph was reading as high as 7.7 during cpb when no other clinical signs indicated a clinical issue. In fact, when a blood sample was tested by an independent laboratory analyzer. The actual ph was 7.36. Similarly, the potassium was being displayed as 6.0 on the device in the early stages of cpb, but again no other clinical signs indicated this could be possible. In fact, the laboratory analyzer measured the potassium at 4.5. There were no error codes displayed, but the user used other tools and pt and procedure events and conditions to guide pt management. The information for use (IFU) for the device is very clear to use independent laboratory analyzers to confirm data from the device that does not match other clinical indicators and events. These clinicians followed this advice and used an independent laboratory analyzer to confirm the device data that did not follow the current clinical events.